Event description:
It was reported that the patient died. The death was unrelated to the implanted pump. The patient died of old age.

Manufacturer narrative:
Product ID 8709, lot# j0039644r, implanted: (B)(6) 2000, explanted: (B)(6) 2007, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).